Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that infusion set tubing got detached from hub within 6 hours of use. Blood glucose level at the time of event was noticed 270mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.